Manufacturer narrative:
The field service engineer recalibrated the ise module and performed qc. The customer ran the ise against an ise on another line with matching results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The initial result was 124 mmol/l and the repeat result from a different ise module was 132 mmol/l. The repeat result was believed to be correct.